Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that in two separate instances during a feeding session, the tubing detached from the white connector and lure lock piece. The reporter stated to investigate further, the user tested another administration set from the same lot and was again able to pull the tubing apart from the white adapter and lure lock tip. However, when testing a set from a different lot number, the tubing remained securely attached and could not be pulled apart, suggesting a potential defect isolated to the reported lot number. The second instance is captured on emdr-72450.